Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed ¿dosing stopped¿connect cgm or switch therapy¿ when attempting to start a dexcom g7 sensor, which initially failed to pair due to the ilet being set to g6; after switching the setting to g7 and reattempting pairing, the sensor still did not connect until the user replaced the sensor and completed a new startup. Symptoms included no adverse clinical effects, and blood glucose was reported at 155 mg/dl. Outcomes included temporary interruption of automated dosing until successful cgm pairing was achieved, with no alarms or alerts reported and no medical intervention required. Investigation included guided troubleshooting, device setting verification, device restart, reentry of the pairing code, and coordination with dexcom for potential replacement. Investigation of this case revealed an initial configuration mismatch and a subsequent non-connecting sensor, with resolution following correct configuration and sensor replacement. It was concluded, based on previously established findings for similar reports, that user configuration error followed by a non-connecting cgm sensor was the cause.